Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder was selected for implant. During implant, cobra deformation was observed multiple times and the device was not implanted. It was never released from the cable. A new non-abbott device was successfully implanted. The patient was hemodynamically stable throughout the procedure and is reported to be in stable condition post-op.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. There were no other incidents reported for this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.